Event description:
This is in response to the hero health pill dispenser. It has a feature where the caregiver can limit the amount of medication a patient can have access to. Turns out all anyone has to do is press "medication", "refill" then the medication name and the door pops open and anyone, patient or anyone else, can have access to all the patient's medications. You can put a passcode into the system, but it will not even dispense a scheduled dose without you entering the passcode so if you do set a passcode the caregiver will have to be there to enter it which defeats the purpose of having it. I contacted hero about this problem, and they stated it is not meant to be a secure device. I did not want a safe. I simply wanted a patient to not access meds on an as wanted basis. Self-medication and medication theft are wide open on this system. There is a simple fix. Add a button on the phone app that states "lock door". It's really that simple. FDA safety report ID # (B)(4).